Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Investigation summary: on (B)(6) 2018, it was reported that the arm would not engage which therefore made the mesher not usable. The graft and the carrier could not be fed through the mesher at all and a second mesher was called in. On (B)(6) 2018, it was clarified that the wrench would not engage. The customer opened up another mesher and while meshing the metal bent up on itself. The customer then used the working wrench on the other mesher to complete the case. There was no harm or injury reported. The customer had to carefully pull the graft out to not render the graft useless. There was a delay of 15-20 minutes and the patient was under anesthesia. The surgical technique was followed. An additional graft was not required. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) five times as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the customer can't thread the carrier through the mesher and the roller were replaced. This is not a related issue. Product review of the skin graft mesher on june 19, 2018 revealed that the roller was damaged on the end where the ratchet slide onto the comb and the comb springs were bent and damaged. The calibration was within specifications and the device produced a passing sample graft. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, damaged comb, and comb spring. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review the roller was damaged on the ratchet side which would cause the wrench to not engage. The cause of the wrench not engaging was due to the damaged roller. The root cause of the wrench not engaging could not be determined with the provided information since it is unknown how the damage to the roller occurred. The issue was resolved with the replaced roller. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the arm would not engage which therefore made the mesher not usable. The graft and the carrier could not be fed through the mesher at all and a second mesher was called in. There was no harm. This occurred during surgery. Patient under anesthesia for an extra 15-20 minutes due to this delay. Investigation found that the comb was bent. No additional consequences have been reported as a result of this malfunction.